Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer was unable to recognize its analyzer, as it generated an error message indicating ¿warning: loss of communication¿. Analysis was unable to confirm the customer's comment that the power supply connector did not match appropriately with the power supply cable, and the device was sometimes unable to turn on and, at other times, generated unusual noise and was unable to power on. It was noted that the programmer powered up with a well-known power cord without any noise. However, the power supply smelled, but not like a burnt smell. The power supply was replaced. It was noted that the power cord bay latches were broken. The power cord bay assembly was replaced. The hard drive was reconfigured, reloaded, and the software was updated. The programmer passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Eval code result (fdr/annex c) h6. Eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to recognize its analyzer, as it generated an error message indicating ¿warning: loss of communication,¿ and that the analyzer was unable to function properly. It was also noted that the power supply connector did not match appropriately with the power supply cable, and the device was sometimes unable to turn on and, at other times, generated unusual noise and was unable to power on. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.